Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
The surgeon gave permission to move, but carrying heavy objects was prohibited. The bone had not healed, and the patient did not follow the postoperative instructions given by the physician and carried heavy objects. Subsequently, the patient developed pain, and it was found that the distal screw had disengaged. Non-union was noticed. The following screws were reported: 628008s-an0945, 657314s-ap4098, 657316s-ak1949, 657316s-al5041, 657322s-ae2045, 657414s-an4264, 657416s-ap4102, and 657418s-al1388. It was reported that they were unable to determine which screw was loose. However, it was reportedly the distal screw, although it is unknown which specific screw. As a result, a revision procedure was performed to replace the plate and the screws.